Event description:
Osha 5178 " the needle stick safety act " mandates safe products be evaluated and used where available. Hypoguard markets the quicklance lancets as a safe single use lancet. The quicklance lancet needle is covered, but can be used over again and again. Clinically speaking the lancet is not safe and will not protect anyone from accidental or secondary sticks.